Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. During the weeks of 2014-(B)(4) and 2015-(B)(4), rv pacing impedance dropped to 76 ohms and returned to a trend in the 399-418 ohm range. Rv lead polarity switch occurred on 2015-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had multiple lead warnings for low impedance which resulted in a polarity switch. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.